Event description:
Customer reported issues with the insulin pump. Customer states buttons of the insulin pump are not working. The blood glucose reading is 78 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube lip window and cracked battery tube threads.